Manufacturer narrative:
Eval summary: implant compatibility was confirmed. Neither x-rays nor op-notes were provided. As such, surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt demographics were not provided. Based on the available info, the cause of the reported pain cannot be determined. Mfg records for the reported devices were reviewed and indicate they were mfg, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain.